Event description:
The hospital reported that prior to an endoscopic vein harvesting procedure, the vh-1111 scope had a hairline crack. A replacement unit was used to complete the procedure. The hospital did not report any pt complications. On 3/3/08: scope was received with the distal window cracked and scratches shows on the tube shaft. This is a reportable event.

Manufacturer narrative:
Investigation results: initial observation showed that the distal window cracked and scratches on tube shaft. The scope was shipped to scholly fiberoptics for further investigation. A supplemental report will be submitted when the investigation results are received from scholly fiberoptics.